Manufacturer narrative:
The technician found the gas springs were not working. He replaced the gas springs to repair the stretcher.

Event description:
Information received indicates the head section is not going down when the release handle is engaged.